Manufacturer narrative:
This device is import for export, therefore 510k is not applicable. The scope was received by (B)(4), service center (B)(4) and the x-ring was deformed and the device was leaky. Details of the repair have not been provided. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of a complaint which occurred in the (B)(6) region stating "x-ring deformed; leaky device: involving pentax model ec-380fk2p/serial (B)(4).